Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in south korea that during an unknown procedure on (B)(6) 2023, it was observed that the tip on the 5.5 healix advance br 3 suture anchor w/ orthocord device was abnormal in shape. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the complaint device was implanted, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photo, the tip appeared to be deformed. A manufacturing record evaluation was performed for the finished device lot number: 110l945, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. The process has 100% inspection to assure that the device has not any shape discrepancy ((B)(6). It is not possible to assemble the anchor in a bad condition, since there are two phases where assembly the suture in the anchor and inspect the condition of the anchor (pass one end of the suture through one of the small holes in the anchor, pass the 2nd end of remaining suture in the small hole left free. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. With the information of the device, there is not enough evidence to determine the root cause. The possible root cause could be attributed to the handling of the device and device interaction at the moment of open the packaging. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary :the device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the device was received in its original packaging. The measurements were within specifications and no anomalies were found on the threads. It was found a circle characteristic near the suture bridge. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. According with the visual inspection, this complaint can be confirmed. The process has 100% inspection to assure that the device has not any shape discrepancy. It is not possible to assemble the anchor in a bad condition, since there are two phases where assembly the suture in the anchor and inspect the condition of the anchor (pass one end of the suture through one of the small holes in the anchor, pass the 2nd end of remaining suture in the small hole left free. This information corresponds to a process control, and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. With the information of the device, there is not enough evidence to determine the root cause. It is confirmed that the manufacturing process has been performed according to the validated processes. The storage condition is unknown. The probable root cause of this failure is that the devices were exposed to an elevated temperature before it was opened in the operating room prior to surgery. The storage conditions of these devices are unknown, and it is possible that they were exposed to high temperatures probably during transportation/ storage/ trunk stock resulting in the anchors to bend. However, it cannot be conclusively affirmed. As per the instructions for use (IFU), store below 25°c (77°f). Do not use after expiration date. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.